Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that at their last dental visit their dentist informed them that they have front bottom chipped tooth and a cracked molar.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.